Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a fusiform abdominal aortic aneurysm that was 5.3 x 5.1 cm in diameter and 116 mm in length. The distal aorta was 2.5 x 1.7 cm in diameter. The proximal aortic neck was 24 mm in diameter and 40 mm in length. The right iliac artery is 14 mm in diameter the left iliac artery is 13.5 mm in diameter. The right femoral artery is 8.5 mm in diameter and the left is 8 mm in diameter. There is heavy thrombus in the rcia. It was reported that during the initial deployment it was noted that the patient had a narrow distal aorta which was ballooned with a reliant in both limbs and then ballooned with kissing pta balloons (10x40x80) to resolve a narrowing/kink in the contra lateral limb just distal to the gate. Final images did reveal a narrowing in this segment; however, the patient had good pulses bilaterally. There was no device issue, and the narrowing was due to heavily calcified and severely tortuous distal aorta. The patient returned to the hospital with a cold leg with no flow on the left side verified by arterial doppler. The physician identified by fluoroscopy, cine and ivus that the proximal segment of the contra lateral limb was kinked just distal to the gate. There was organized thrombus from the flow divider to the external iliac on the left side. The physician performed a thrombectomy and subsequently determined that it was necessary to re-line the limb with another 16x16x93 endurant limb. This limb was deployed and delivery system removed without issue. Both limbs were ballooned in kissing fashion from flow divider through common iliac arteries using two 12x40x80 balloons which resolved the kinked/narrowed segment of the original limb. This was verified by fluoroscopy, cine and ivus. The physician noted some organized thrombus in the mid to distal left common iliac artery and deployed a 10/38/135 icast stent through this segment to trap the clot. The results were beautiful. Distal flow was confirmed by hand injection to validate run-off from the left common femoral artery to the plantar arch and dorsalis pedis arteries. No additional clinical sequelae were reported and the patient is fine. A review of 2 returned still angio images showed that there was thrombus lining the entire length of the contralateral (left) limb; distally from the flow divider. The limbs were crossed, but no kinks were seen on this image. A single image shows that after re-lining the limb the blood flow was restored. The cause of the occlusion could not be determined.

Manufacturer narrative:
Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (anatomy related; diseased vessel). Evaluation conclusion: device failure related to patient condition (anatomy related; diseased vessel).